Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on event description, we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, externalized conductors were observed on the right ventricular (rv) lead. No further action was taken and the patient was stable.